Event description:
It was reported that during a preventive maintenance check, the atrial sensitivity of the epg (external pulse generator) was found to be out of specification. The epg was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was broken, the display lens was broken, the battery release was contaminated, one side bail cover was broken, the battery contacts were compressed, and one side bail was missing. (B)(4).